Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer had the lows due to the pump time being wrong. The customer stated that this is the second time this has happened, and it was due to the am and pm settings being interchanged. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.